Event description:
It was reported that due to the device no longer working, the patient had his inflatable penile prosthesis (ipp) right cylinder explanted. The left cylinder, pump and reservoir remained implanted. Two weeks before this surgery the patient had visited his physician and upon examination a hole in the right cylinder was discovered. The patient is stable following this surgery. The physician thinks that the hole was caused during the use of this device.

Event description:
It was reported that due to the device no longer working, the patient had his inflatable penile prosthesis (ipp) right cylinder explanted. The left cylinder, pump and reservoir remained implanted. Two weeks before this surgery the patient had visited his physician and upon examination a hole in the right cylinder was discovered. The patient is stable following this surgery. The physician thinks that the hole was caused during the use of this device.

Manufacturer narrative:
Product analysis summary: product analysis confirmed the reported events related to hole in the cylinder and mechanical issue. The ipp cylinder was visually inspected and functionally tested. There was a leak in cylinder body attributed to wear at folds; hole was present. Product analysis confirmed the reported events related to hole in cylinder which lead to the fluid loss. The identified of fluid loss is also the probable cause of the reported mechanical issue, as device would not be functional after the system fluid was lost. Product analysis confirmed the fluid loss allegation and the mechanical issue. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. The ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally,